Event description:
(B)(6). Same case as: 2134265-2010-05261, 2134265-2010-05263. It was reported that during a coronary stenting treatment procedure, the patient experienced myocardial infarction. Lesion 1 was located in the proximal left anterior descending (lad) and extending into the mid lad. The target lesion was 90% stenosed, 3.25mm in diameter and 38mm long. The lesion was treated with predilation and placement of a 3.0x38mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the right posterior descending artery (r-pda). The lesion was 85% stenosed, 2.45mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.25x12mm taxus liberte stent. Residual stenosis was 0%. Lesion 3 was located in the right posterior descending artery. The lesion was 60% stenosed, 2.25mm in diameter and 7mm long. The lesion was treated with direct stenting using a 2.25x8mm taxus liberte stent. Residual stenosis was 0%. Post procedure, the patient experienced elevated troponin enzymes consistent with a protocol defined myocardial infarction. No action was taken. The patient was discharged 3 days later on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier - (B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).